Event description:
Report of formal claim received from (B)(6) regarding revision of pinnacle mom hip implants. Date of revision confirmed, reason for revision not provided. Originally implanted in 2006, exact date not provided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).